Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error codes e007 (software), e053 (comp_log_sem_timeout), e055 (therapy_queue_full), e063 (stuck_knob_key), e065 (stuck_encoder_a), e066 (stuck_encoder_b), and e062 (stuck_ramp_key) were present. The device was scrapped by the service center after the evaluation was completed.